Manufacturer narrative:
MDR 9618003-2020-01035/ device 4 of 5. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's wife reported that in unknown number of affected wafers, the starter hole was off-centered. The patient had been experiencing decreased wear time for about 1 month and was unsure whether it was due to wafers with off-centered starter hole. He usually changed his wafer every 4-7 days but these had to be changed within 1 day. No photo is available at this time.